Event description:
It was reported that the user experienced an alert 38 indicating a motor stall on the ilet and was instructed to perform a dry run, which reached 120 units, followed by a successful supply change using a cannula/infusion set site. Symptoms included no reported adverse clinical effects. Outcomes included restoration of normal device function after the supply change. Investigation included remote troubleshooting and user education to perform a dry run and a supply change. Investigation of this case revealed a consecutive stalled motor condition that was not reproducible after the dry run and supply replacement, suggesting a transient delivery interruption within the pump motor/drive mechanism that resolved with standard maintenance steps. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device performance issue consistent with user-correctable motor stall behavior. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.